Manufacturer narrative:
Date of report: 29sep2021.

Event description:
It was reported to philips that the device had a low leak co2 rebreathing risk alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The philips remote service engineer (rse) advised the customer to replace flow sensor assembly and provided the customer with the part number and price. The customer responded via email stating that the issue was resolved. The customer has advised to close the case and will call back if they have any additional questions.